Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs). The tfs was able to reproduce the customer reported issue and verify it in the logs. Errors 252 and 307 were coming from the video slice (vsl) board as a non recoverable error. The vsl board was replaced to resolve the issue. Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The vsl board was powered on at the test bench and it came up with only the 12v good led turned on. All of the vbl1 leds were off and all of the leds for the other vbls were on. It appeared the board was not getting configured by the boot configuration device (bcd). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci surgical procedure, a single non-recoverable fault occurred. The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient.